Manufacturer narrative:
Reliability analysis inspected 2 opened and used sensor and found 1 of 2 sensors broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened and used. Second enlite sensor had performed bicarbonate buffer test per (B)(4). Sensor passed per specifications with accurate readings. Unable to confirm insertion anomaly customer did not return needles.

Event description:
The customer reported via phone call that sensor errors have been received. Customer does not recall any significant events leading to the error. Customer's blood glucose was 270 mg/dl at the time of incident. Troubleshooting was done for sensor errors and found that the cannula was sitting flat and did not go into the interstitial fluid. The customer was advised that the device would be replaced and to return the product for analysis.